Event description:
During a coronary drug eluting stenting treatment procedure, a stent damage occurred. The physician was unable to cross an unknown lesion. After the undeployed stent was withdrawn from the patients body, stent damage was discovered. The procedure was completed using another of the same device. There were no patient complications reported. Patient status is listed as "good".